Manufacturer narrative:
Upon additional information received it was determined that, the issue should not have been submitted as a medical device report (MDR).

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33083. It was reported the patient's leads migrated. Surgical intervention may occur at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected lead are being reported.